Manufacturer narrative:
(B)(4). Investigation results: the returned flexiva 200 laser fiber was analyzed, and a visual evaluation noted that it was returned in one piece. The piece measured 313.4 cm from the end of the connector to the end of the exposed glass tip. The exposed glass tip measured 3 mm. Examination under magnification confirmed the pattern on the tip was consistent with normal degradation. Fibers are consumable and meant to degrade with use. The light observed from the sma connector was dim and incomplete, indicating a fiber connector fracture. No other issues with the device were noted. The reported event was confirmed. The analysis of the returned device revealed dim and incomplete light from the sma connector, indicating a fracture within the connector. Additionally, the fiber tip was observed have normal degradation. It was likely that procedural handling of the device during set-up or use contributed to the fiber break within the connector. Damage within the connector of the device can result in an insufficient aiming beam and low laser energy output, up to a complete inability for the fiber to fire. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on the event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a flexiva 200 laser fiber was used in an ureterolithotripsy procedure for renal calculus performed on (B)(6) 2020. Reportedly, the laser unit was a dornier h 20 console. According to the complainant, during the procedure, it was noted that the laser fiber stopped working and breaking the stone. The procedure was completed with another flexiva 200 laser fiber. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation finding of the laser fiber broken within the connector.